Event description:
Based on additional information received on 12-jan-2016, this case initially considered as non-serious was upgraded to serious (event of allergic arthritis in both knees was added with seriousness criteria: hospitalization) and the case reported previously considered as non-valid became valid (event of allergic arthritis in both knees was added). This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns a (B)(6) male patient who received treatment with synvisc injection and later experienced allergic arthritis in both knees. No past drugs, medical history, concomitant medication and concurrent condition were reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc injection, at a dose of 2 ml, once (batch/lot number and expiration date: not provided) for chondromalacia both knees. On (B)(6) 2015, the patient again received intra-articular synvisc injection at a same dose and tolerated it well. On (B)(6) 2015, 14 days after starting treatment with synvisc, occurrence of allergic arthritis in both knees with strongly swollen knee joint. It was reported that the therapy with synvisc was discontinued. Further reported, the patient was hospitalized on the same day. The same day, c-reactive protein was >100 (units and normal range: not provided). As corrective treatment, the antibiotic therapy was performed from (B)(6) 2015 and puncture of knee was performed. It was reported that microbiological investigation was done without pathological findings. It was reported that the patient was discharged from the hospital on (B)(6) 2015. The patient recovered from the event on (B)(6) 2016. The same day, c-reactive protein was 1.3. Action taken: permanently discontinued. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 04-jan-2016, the ptc results were added and text was amended accordingly. Additional information was received on 12-jan-2016 from the physician (orthopaedist). Case initially considered as non-serious was upgraded to serious and the case reported previously considered as non-valid became valid. Demographics of the patient were added. The event of adverse event in both knees (nos) was deleted and the event of allergic arthritis in both knees was added along with the details. Strongly swollen knee joints and puncture of both knees were captured as symptoms of the event. The product start date, stop date, dose, frequency and indication were added. Action taken was updated from unknown to permanently discontinued. Laboratory tests were added. Clinical course was updated and text was amended accordingly.

Event description:
Based on additional information received on 12-jan- 2016, this case initially considered as non-serious was upgraded to serious (event of allergic arthritis in both knees was added with seriousness criteria: hospitalization) and the case reported previously considered as non-valid became valid (event of allergic arthritis in both knees was added). This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns a (B)(6) male patient who received treatment with synvisc injection and later experienced allergic arthritis in both knees. No past drugs, medical history, concomitant medication and concurrent condition were reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc injection, at a dose of 2 ml, once (batch/lot number and expiration date: not provided) for chondromalacia both knees. On (B)(6) 2015, the patient again received intra-articular synvisc injection at a same dose and tolerated it well. On (B)(6) 2015, 14 days after starting treatment with synvisc, occurrence of allergic arthritis in both knees with strongly swollen knee joint. It was reported that the therapy with synvisc was discontinued. Further reported, the patient was hospitalized on the same day. The same day, c-reactive protein was >100 (units and normal range: not provided). As corrective treatment, the antibiotic therapy was performed from (B)(6) 2015 and puncture of knee was performed. It was reported that microbiological investigation was done without pathological findings. It was reported that the patient was discharged from the hospital on (B)(6) 2015. The patient recovered from the event on (B)(6) 2016. The same day, c-reactive protein was 1.3. Action taken: permanently discontinued. Outcome: recovered/ resolved. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on (B)(6) 2016, the ptc results were added and text was amended accordingly. Additional information was received on (B)(6) 2016 from the physician (orthopaedist). Case initially considered as non-serious was upgraded to serious and the case reported previously considered as non-valid became valid. Demographics of the patient were added. The event of adverse event in both knees (nos) was deleted and the event of allergic arthritis in both knees was added along with the details. Strongly swollen knee joints and puncture of both knees were captured as symptoms of the event. The product start date, stop date, dose, frequency and indication were added. Action taken was updated from unknown to permanently discontinued. Laboratory tests were added. Clinical course was updated and text was amended accordingly.